Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt. Pt reported every time they recharge their ins they have a "hell of a time" trying to maintain connection. Pt stated they are barely moving and stated they lose connection and can never get it connected again and pt stated they have to start all over. Pt was charging on call with excellent connection, ins at 30%. Pt stated they usually try to charge while sitting and stated they can feel their ins well. Pt stated if they move back in a recliner when charging pt stated that is when they are losing connection. Pt stated they are charging under clothing. Reviewed recharging general overview and best practices, recommended leaning forward to optimize recharging, recommended charging over layer of clothing. Pt stated this has been going on since pt charged ins the first time. The troubleshooting steps that were taken on the call resolved the issue. Pt charging with excellent connection for duration of call. Additional information received from the patient. Patient called back repeating a continuation of event previously reported in this case. Patient reported they have been trying to charge for 45 minutes and stated they were seeing a battery with a red line, then briefly connected with 30% battery, then lost connection. Patient stated they can barely breath and this occurs. Patient also reported getting service code 4100. Reviewed service code meaning. Patient was sitting and using belt when trying to charge during call. Reviewed recharging best practices; leaning forward, crossing leg on side of implant, applying comfortable pressure, ensuring belt is comfortably tightened. Patient repositioned belt while sitting and standing, but was not able to connect to charge despite repositioning around ins and following recharging best practices. Patient confirmed can palpate ins and stated ins does feel a little deep. Inquired if near any emi and pt stated they were near a computer. Pt moved away from computer but stated still not able to connect with their ins. Patient confirmed communicator is powered off. Patient took recharger out of belt and repositioned recharger to right side of ins then confirmed able to successfully charge, ins at 30%. Pt stated they can't hold recharger in this position for long enough to charge ins fully. Patient will work on positioning recharger in belt on right side of ins and will call ps back if needing further assistance charging ins.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.